Event description:
Immediately after initiation of dialysis treatment using this dialyzer for the first time, a blood leak was observed within the device. There was no reported pt blood loss. The dialyzer was pre-treated with renalin.